Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015 patient underwent balloon kyphoplasty. Post op, patient showed the symptoms and the doctor ordered a CT which showed possible extravasation of cement in the canal. Doctor successfully performed laminectomy and extracted extravasated cement. The products came in contact with the patient. Patient complications were reported. Additional info received((B)(6) 2016) there was no malfunction of the bkp kit and the doctor had no complaints. The kypho went smoothly without any concerns but the extra vazation took place post-op. Even after the laminectomy the doctor was pleased with the results as he was able to extract the extravasated cement piece very easily.